Event description:
It is alleged that during a case there is smoke coming out of the end of the scalpel/electrocautery where the hook is inserted and burnt through the seal. The case was completed with another scalpel/electrocautery and hook and it was reported that there was no injury to the patient.